Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Unit received with minor scratched display window and case. No physical damage found at the belt clip rail per visual inspection. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to a low blood glucose on (B)(6) 2017 with a blood glucose level of 59 mg/dl. The customer was in a car accident where she was rear-ended. The emergency medical service was dispatched and the blood glucose level at the time of the accident was 101 mg/dl. The customer treated all the low blood glucose levels with food. The customer was wearing the pump at the time of the hospitalization. The customers current blood glucose level was 227mg/dl, which she treated with food. The technician performed troubleshooting and found the insulin pump had been worn during the motor vehicle accident the insulin pump flew out of the customer¿s pocket. The customer reports the insulin pump is not damaged, however the belt clip is broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.